Manufacturer narrative:
One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal and on the top of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged top of the seal remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
It was noted during a pfa af ablation procedure that there was a blood leak. The sheath was advanced into the left atrium. The advisor hd grid catheter was inserted through the sheath into the left atrium. At this point, blood started leaking through the hemostatic valve of the agilis 13f sheath. The sheath was replaced with a second 13f agilis sheath and the case was completed with no adverse consequences.